Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer observed that the permanent cautery spatula instrument would not rotate. The customer continued and completed the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was installed on an in-house system and driven. Passed engagement and recognition tests. The instrument exhibited unintuitive motion. The motion exhibited by the instrument was precise, and proportional to what was commanded by the master tool manipulators (mtm), however the hook moved in the opposite direction. This behavior was observed in the yaw direction and presented on out of three installs, indicating a misalignment of the coordinate frames during the engagement sequence. The complaint was confirmed by failure analysis.